Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). At 3:00 a.m. The patient took twice as much metformin than usually taken. At 7:35 a.m. The meter result was 61 mg/dl which prompted the nurse to give the patient a vial of glucose. At 7:50 a.m. The meter result was >600 mg/dl and then at 7:52 a.m. The result was 126 mg/dl. The result of 126 mg/dl was believed to be correct. It was noted that the patient may not have washed his hands after breakfast prior to being tested and may have had breakfast syrup on his hand. The patient is in fine condition.